Event description:
Patient care specialist contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient continuous glucose monitoring (cgm) inaccuracies compared to blood glucose meter on (B)(6) 2015. At the time of contact, the patient care specialist did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).